Event description:
It was reported that pump experienced malfunction alarm, with no events occurring beforehand and resettable malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump successfully and did not experience recurring malfunction, was instructed to continue using pump and to call back if problem returned, and declined to resume insulin during call.